Event description:
Customer experienced low blood glucose shortly after occurrence of low battery. Was travelling on bus when blood glucose dropped sharply. Did eat but felt shaky and passed out. Doctor reprogrammed basal rates the day before incident. Customer experienced 2 more episodes of low blood glucose following football practice. Mother concerned device malfunctioning.